Event description:
Two reports on this day, but have had many in the past 2 years. Today staff reporting "device would not seal during cavity assessment x 3" and "novasure did not work after cavity assessment failed x 3." These reports involved 2 different devices.